Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. C24101) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and cervical dysplasia ("mild cervical dysplasia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the menorrhagia, dysmenorrhoea and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia, dysmenorrhoea and menorrhagia with essure (ess205). The reporter commented: surgical pathology report: cervix focal condyloma. Margin negative for dysplasia. Endometrium, secretory phase endometrium with no specific pathologic changes. Myometrium - no specific pathologic changes. Fallopian tube benign serous paratubal cyst. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia, dysmenorrhea and cervical dysplasia" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. C24101-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and cervical dysplasia ("mild cervical dysplasia"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). At the time of the report, the menorrhagia, dysmenorrhoea and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for cervical dysplasia, dysmenorrhoea and menorrhagia with essure (ess205). The reporter commented: surgical pathology report: cervix focal condyloma. Margin negative for dysplasia. Endometrium, secretory phase endometrium with no specific pathologic changes. Myometrium no specific pathologic changes. Fallopian tube benign serous paratubal cyst. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia, dysmenorrhea and cervical dysplasia." Lot number c24101 - invalid . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.